Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. It was suspected the lead was damaged. The rv lead was explanted and replaced to resolve the event. T he patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was found between right ventricular and superior vena cava cables due to procedural damage. Additional findings unrelated to the reported event(s): visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation proximal to suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.